Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump was unable to perform the functional test due to button/keypad anomaly. The insulin pump received with minor scratched display window and missing end capsticker.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that all buttons were unresponsive. Customer's blood glucose was 100 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.